Manufacturer narrative:
The pump was received with no up and down button response due to corroded keypad traces. No stuck button, ramping numbers, or scrolling bar moving anomaly was noted. The pump also had minor scratches on the display window, a cracked display window at the bottom right side corner, a cracked case at all display window corners, a cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was stuck on carbs and the numbers were scrolling. Customer stated that the buttons on the insulin pump were unresponsive. Customer also mentioned noticing a crack on the right side of the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.